Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. The two additional perclose proglide devices are being filed under separate medwatch manufacturer report numbers.

Event description:
It was reported that suture placement with three proglide devices were attempted in the left common femoral artery via 16fr sheath using the preclose technique prior to a "CT" procedure. Reportedly, when the plunger was removed, the threads (sutures) broke with the three proglide devices. The artery was successfully closed surgically. An additional proglide device was removed from the box; however, was not used as the threads (sutures) were "outside" the device. The device was not used in the patient anatomy. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). Correction: lot number was updated from 8010241 to 7112441. Evaluation summary: the device was returned for analysis. The reported suture break was not confirmed as all components, including the suture, were not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the initial medwatch report, the following additional information was received. It was reported that suture placement with three proglide devices were attempted in the mildly calcified left common femoral artery via 6fr sheath using the preclose technique prior to a transcatheter aortic valve implantation procedure. The artery was closed via surgery with "classic way suturing". No additional information was provided.